Manufacturer narrative:
This is in response to medwatch# (B)(4). The hosp reported to drager that the device log contained the error code v050 lt fail which indicates that the machine had failed the pre-use leak test. A leak test is part of the daily and pre-use check (described in IFU) and is required before each pt use. If device is put into service with an unsolved leak in the system which is larger than the adjusted fresh gas flow an underpressure situation in the ventilator may occur and as precautionary measure ventilation is stopped. An audible and acoustical alarm is issued. This was the ventilator behaviour that was observed by the user. The hosp tech tested the fabius after the case in question including a leak test and was not able to reproduce the reported symptom. Most likely the leak was solved in the meantime. The tech performed a preventive maintenance on the fabius with no reported findings and returned the device to use. The device behaved as specified for a leak situation that was not solved after failed pre-use leak test. The case was rated not to be reportable.

Event description:
(B)(4).